Manufacturer narrative:
(B)(4). Concomitant medical products: 110010243 ¿ g7 shell ¿ 6675521, 12-151311 ¿ echo stem ¿ 444760, 00785901100 ¿ distal centralizer ¿ 64381064, 30123604 ¿ g7 liner ¿ 64561334. Product has been received and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip procedure, the femoral head would not engage to the taper of the stem. A new head was used to complete the surgery. There is no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the event is confirmed. Visual inspection of the returned device identified micro cosmetic flaws. The inside taper has two areas on the chamfer that show micro burrs to the edge. The burrs begin at the lower edge and move up the chamfer, but do not extend down in to the taper. No sharp edge felt around taper chamfer and rough area did not snag or cut a glove. The dome surface has one small scuff on the top of the dome. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. A summary of the investigation was sent to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.